Manufacturer narrative:
Product analysis #706971350:equipment used: video inspection system (m-81805), camera (panasonic lumix dmc-zs5) as found condition: the pipeline flex device was returned for analysis inside a non-mdt catheter, a sealed biohazard bag, and a shipping box. Damaged location details: the tip coil is in good condition. The distal and proximal dps restraints and dps sleeves were found to be intact, with no signs of damage. No defects were found on the re-sheathing marker or re-sheathing pad. The distal hypotube and ptfe shrink tube were intact, with no signs of elongation and damage. The braid¿s distal end was not opened and frayed, while the proximal end was opened and frayed. No damage as found with the non-mdt catheter. Testing/analysis: n/a. Conclusion: based on the reported information and device analysis, the customer¿s complaint of failure to open was confirmed, as the pipeline flex braid¿s distal end was not opened and frayed. However, the root cause of the failure to open could not be determined. Possible causes include vessel tortuosity, the user deploying the braid in the vessel bend, and damaged braid. In this event, it was reported that the vessel tortuosity was moderate, and the device was not positioned in a vessel bend, ruling out vessel tortuosity and the user deploying the braid in the vessel braid as possible causes. The damaged braid may have contributed to the failure to open complaint. The braid can be damaged due to over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/re-sheathing against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open at the distal section of the device. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the m1 segment with a max diameter of 3.2mm and a 3.4mm neck diameter. The landing zone was 3.2mm distally and 2.7mm proximally. It was noted the patient's vessel tortuosity was moderate. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure showed immediate blood stasis after the second placement of the dense mesh stent. It was reported that the surgeon used a 6f long sheath with a 5f 115cm intermediate catheter to reach the cavernous sinus segment of the internal carotid artery and a phenom 27 to reach the m2 segment of the middle cerebral artery. The stent was pushed to the distal end, withdrew the stent microcatheter to the tip end, the guidewire was exposed, held the guidewire, continued to withdraw the stent microcatheter, continued to deploy the pipeline, and the opening at the proximal bend was not very ideal. Adjusted the system tension, withdrew the intermediate catheter to relieve the tension, held the guide wire, pushed and pulled, deployed, but the tip of the stent never opened during the operation. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. Additional steps/devices used in attempt to open the pipeline included a wire/catheter. The pipeline was resheathed and removed from the patient with the microcatheter. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.